Manufacturer narrative:
(B)(6). The instrument was returned and evaluated. The head of the trocar skirt was cracked and the valve was detached. The mostly likely cause is a result of misuse with an excessive attempt to tighten it after the valve came off. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
The device (cev150a7) was returned to mxi service and repair. It was reported that the skirt was cracked at the valve.